Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 58565/ m603620) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure confirmation test (B)(6) 2017, previously given as not done. Discrepancy noted event onset date same as device removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy in (B)(6) 2017: not provided. Most recent follow-up information incorporated above includes: on 17-dec-2019: reporter, patient demographics were added. Essure lot number added. On (B)(6) 2019, she explanted essure. Injury event was updated to dyspareunia, pelvic pain, back pain, patient did not undergo essure confirmation test. On 20-dec-2019: follow up 3 and 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 58565-inv,m603620-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted for essure confirmation test - (B)(6) 2017, previously given as not done. Discrepancy noted event onset date same as device removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2017: not provided. Most recent follow-up information incorporated above includes: on 8-jan-2020: ¿update of information (batch is invalid).¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.